Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the jaws of the large hem-o-lok clip applier instrument were not lining up to clamp down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application, incomplete closure of clip. The large hem-o-lok clip were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. Customer reported that the jaws were not aligning to clamp down. However, the instrument passed all functional tests and operated normally with no detected issues. The complaint may be due to customer-induced problems, such as misuse or recognition issues.

Event description:
Refer to h11 for follow-up information.